Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the jaws would not open at the first firing of the device. The device was not stuck on tissue. Another device was used to complete the procedure. There was no patient involvement.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.